Event description:
It was reported that pump malfunction occurred after pump shut down due to low battery. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully completed reset without recurrence of malfunction, and was advised to continue using pump and call back if problem returned, which customer acknowledged and understood.